Event description:
The customer reported being hospitalized due to high blood glucose over 500mg/dl. The caller stated that she did not have any insulin in the device when she was admitted. The customer was nauseated, vomiting, and dehydrated. The caller stated that she passed out in the hospital, and when she woke up she was in the intensive care unit. The customer was told by the doctor to disconnect from the device, but she would like to return using the insulin pump and requested assistance. The call was disconnected and no further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.